Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the orthopedic journal of sports medicine titled ¿all-suture anchor deployment configurations in arthroscopic bankart repair: a comparative analysis of clinical and radiological outcomes¿. The study reviewed forty-seven (47) patients who underwent shoulder procedures using arthrex fibertak devices. Eight (8) patients were documented to have had glenohumeral instability resulting in four (4) patients experiencing retear during the twenty-six (26) month follow-up period. Ref: lee, j. H. And s. J. Shin (2025). "All-suture anchor deployment configurations in arthroscopic bankart repair: a comparative analysis of clinical and radiological outcomes." Orthop j sports med 13(3): 23259671251319533.

Manufacturer narrative:
Correction: h6.